Event description:
It was reported by the mr tech that the patient's body was scanned using the quad body coil. The 16-channel torso coil was placed on patient's pelvic area in preparation for next exam. The patient was in magnet head first, and, due to patient's size, the torso coil cable crossed portion of patient's size, the torso coil cable crossed portion of patient's right leg, above the knee. The cabling ran alongside bore and connected at picu on right side of magnet. After the scan, the patient developed a 1cm x 2cm red area and blister.

Manufacturer narrative:
During exam, patient moved, causing isolating material which had been placed by mr tech to provide separation of patient's skin from coil cabling, was displaced. This resulted in the coil cabling contacting the patient's skin. Device evaluated, no problems found, device returned to service. Safety procedures reviewed with site.